Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented for routine follow up, loss of capture was noted on the left ventricular lead. A chest x-ray revealed that the lead had dislodged and was sitting in the superior vena cava. The physician opted to explant the lead, a new lead was not placed. The patient did not experience any symptoms.